Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor on the insulin pump is inaccurate and has unexplained alarms. The customer's blood glucose reading was 144 mg/dl at the time of incident and 76 mg/dl at the time of the phone call. The customer indicated that the sensor is reading low however, is not low. Troubleshooting explained sensor glucose and blood glucose to customer and found that the sensor glucose and blood glucose levels were not in the acceptable range and the pump alarmed threshold suspend. Troubleshooting advised customer on proper insertion techniques and customer restarted basal rates. The customer indicated that the sensor would not be returned.